Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive ) issue. It was reported that the keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/21/2014 with the following findings: during investigation, the keypad was worn with no evidence of tearing or peeling. A worn keypad has no effect on insulin delivery function. The complaint of intermittently unresponsive keypad buttons was not duplicated during testing. All of the keypad buttons functioned normally, had normal spring back and did not required increased force to elicit a response. The keypad cover was removed and evidence of contamination was found underneath the up arrow, down arrow, and contrast button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.